Event description:
With the help of the spinal cord stimulator device rep the ipg of the spinal cord stimulator was interrogated and the info downloaded to the control device. After discussing the pt's symptoms, the spinal cord stimulator was then programmed to obtain comfortable stimulation in the pt's painful areas. Greater than three parameters were adjusted during this programming. However, he reported the areas of pain were covered but he was unable to obtain enough pain relief from the various programs trialed. The pt was then placed in a forward flexed position and the battery / ipg was disconnected. The leads were removed, tip intact on the left but the right lead was frayed and five of the contacts remained lodged in the pt. All of the contacts were removed on the left.